Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. Corrected fields: b5. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the most probable cause of the complaint was identified as component failure, a clogged suction cylinder may have prevented suction, causing material to become lodged in the scope. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was identified during reprocessing.

Event description:
It was reported that the subject device had suction will not work-something stuck in the scope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.